Event description:
It was reported that the patient presented for follow up with stored episodes of post- paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. Programming interventions were made. The patient was stable.